Event description:
Reportedly, the booting of the subject programmer stops on a bios sorin logo screen when a usb key is connected. Without a usb key, the programmer can be booted normally. Preliminary analysis revealed that the observed behavior probably resulted from an inappropriate settings configuration, due to human error.

Manufacturer narrative:
H5 corrected. Please refer to the attached analysis report. - attachment: [20200814 - file-2020-00782 - analysis and closure report - resp-2020-00913.pdf].

Event description:
Reportedly, the booting of the subject programmer stops on a bios sorin logo screen when a usb key is connected. Without a usb key, the programmer can be booted normally. Preliminary analysis revealed that the observed behavior probably resulted from an inappropriate settings configuration, due to human error.